Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the patient developed acute kidney injury (aki) severe enough to placed on continuous renal replacement therapy (crrt), then transitioned to hemodialysis (hd), and eventually recovered kidney function enough to discontinue dialysis but with residual chronic kidney disease (ckd) that is worse than their baseline. Additional information from caller that offered assistance for air in purge system alarms. Patient had air in line alarms off the floor while in computed tomography (CT). Air in line alarms resolved when new purge cassette was placed. Patient was currently on d10w as they had no other bags available in the unit.

Manufacturer narrative:
Additional information received confirmed the event onset date (30-mar-2025) as initially reported. Correction: d1 brand name was corrected accordingly.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the acute kidney failure was not determined due to insufficient clinical details.